Event description:
It is reported that the patient was revised due to pain. During revision it was discovered that the articular surface was broken and the tibial baseplate had cracked.

Manufacturer narrative:
This report will be amended when our investigation is complete.